Event description:
It was reported that the patient was having pump stops. The patient called the emergency department stating he was having red heart alarms and yellow wrench alarms. The green circle on the controller was not green and unlit. The patient was on batteries at the time. The vad coordinator connected the patient to the mpu. There were no changes to the state of the vad, and the same alarms were present. The patient's caregiver was walked through a controller exchange. This resulted in the same alarms, and there was no flow going through the pump. The patient presented to the emergency department and was connected to the power module to confirm that the pump was not working. The patient's modular cable was replaced. This did not resolve the problem. The patient was taken to the operating room to undergo a pump exchange. The patient's log files were sent for review. The log files from the backup controller showed about 5 minutes of data. This log file captured lvad internal fault, low speed advisories, low flow and pump off events while the patient was on the mpu. The primary controller showed about 8 minutes of data. The log captured lvad internal fault, low speed advisories, low flow and pump off events. This was while the patient was on battery power. Related manufacturer reference number: 2916596-2021-01687. Related manufacturer reference number: 2916596-2021-01686.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop was confirmed based on evaluation of (B)(6). Review of the submitted log files also confirmed the pump stop, however, the onset of the event had been overwritten by newer data. The periodic and event log data indicates that the pump stopped between 11:54am and 12:40pm on (B)(6) 2020. In the time after the pump stopped, the primary and backup system controllers issued multiple lvad restart commands but the pump speed remained at 0rpm. The pump was returned with the pump cable cut approximately 5¿ from the housing and the majority of the severed portion was returned. The sealed inflow cannula, apical cuff, and modular cable were not returned. Examination of the pump blood-contacting found no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well under a microscope found scratch marks, which appeared consistent the loss of levitation associated with the reported pump stop. After cleaning, electrical continuity testing of the pump cable revealed no discontinuities or shorts. The pump was reassembled and connected to a mock circulatory loop and the rotor would not levitate. The parameters displayed on the system monitor appeared identical to those seen in the submitted log files. The lvad log files were successfully downloaded but the sequence of events leading to the pump stop had been overwritten by newer data related to the pump¿s attempts to restart after the initial stop. The data available in the files was suggestive of damage to the internal circuitry and the pump was shipped to the abbott zurich facility for further evaluation of the motor. The investigation confirmed a malfunction in one of the two motor bearing phase currents and one of the two drive phase currents. The malfunction of these two phase currents resulted in a loss of main pump function (rotor levitation and rotation). Additional testing found an issue with a circuit component, which caused the malfunction of the two phase currents. The root cause and sequence of events that led to the circuit component failure could not be determined. Heartmate 3 lvas IFU rev. C contains information on all system controller alarms and how to resolve them. The alarms and troubleshooting section of hm3 lvas patient handbook rev. C, provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies and what actions to take. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. No further information was provided. The manufacturer is closing the file on this event.